Event description:
In 2007, a fresenius optiflux f200nr, lot number 7cu214 was found to be leaking blood from the top "lid" portion of the unit. It was immediately recognized. The leaking unit was removed and a new unit connected. The dialysis treatment continued with any further problems. No pt harm. This is the second event with the same lot number.